Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavr, an 18f manta was deployed for closure. The vasculature was noted as 8.5mm, no calcification, and a deployment depth measurement of 2 + 1. A single stick access was gained by ultrasound, no micro puncture. Hemostasis was successfully achieved; pulses were checked and were fine. No post-angiograms were not taken. The following day the patient presented back in the operating room with an rp bleed. The surgeon noted when he was operating on the rp bleed, he did not realize how high the access site was, which could not originally be seen on the ultrasound. The surgeon admitted the high stick was not visible on the ultrasound and does not blame manta for the retroperitoneal bleed. The root cause of the retroperitoneal bleed is likely due to user error in utilizing manta in a patient with high access (at or above the inguinal ligament). The following are potential adverse events related to the deployment of manta devices: retroperitoneal bleeding because of access above the inguinal ligament or the most inferior border of the epigastric artery (iea). The severity of harm for this incident is ranked at a 5 due to more extensive surgical intervention was required, which covers this incident. The IFU warns not to use manta if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. Procedure requirements: arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Additionally, other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the physician closed the patient after a tavr procedure. The next morning, the patient went to the or for a retroperitoneal bleed. Additional information received on 013 oct 2021: during a tavr placement, single access was obtained under ultrasound. Cfa vessel size measured at 8.5 mm and had no calcification. Manta depth was measured at 2 cm +1 cm. Prior manta deployment, act was 130. There was no post procedure angiogram. The physician checked pedal pulses and they were present. He did not realize the access site was so high until the patient was in the or, and he operated on the retroperitoneal bleed. The physician did not believe the retroperitoneal bleed was due to the manta. He reported that he had a high stick that could not be seen on ultrasound. The patient is reported as being fine and in stable condition.